Event description:
It was reported that on literature review "study on hemorrhage following coblation assisted uvulopalatopharyngoplasty", 10 patients had a bleeding(unknown if primary or secondary) after an uvulopalatopharyngoplasty procedure using a reflex 55 coblation wand. The events were treated/resolved by or treatment with electrocautery or suture. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: sui haijing, xiao shuifang, qin yong, wang quangui, zhao enmin, liu yuhe, ... & cong tiechuan. (2010). Clinical study of postoperative bleeding in plasma rf-assisted opalopharyngoplasty. Chinese journal of otolaryngology head and neck surgery, 45(10 ), 830-834.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The images provided in the article have been interpreted within the text. The patient impact beyond that which was reported cannot be determined. The patients¿ outcome or current health status was not provided. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.